Event description:
Customer reported she had diabetic ketoacidosis and went to the emergency room. Customer's blood glucose was 368 mg/dl. Customer was not wearing the device at the time of admission. Customer had stopped use of the device 12 hours prior. The drive support cap was normal. Air was noted in the tubing and assistance was provided to purge bubbles. Manual prime was performed, insulin exited, and no leaks were noted. Settings were correct. Customer did not have another infusion set available. Customer was advised to do a complete set change and monitor the device. Customer called back to perform high pressure test and device passed. Cannula was not bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.